Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that a patient experienced a capsular bag rupture during the irrigation / aspiration portion of a cataract extraction with intraocular lens (iol) implant surgery. The surgeon removed the lens during the initial surgery and implanted a lens in the sulcus. Additional information has been requested.

Manufacturer narrative:
The product was returned. Solution was observed on the lens. Haptics and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).